Manufacturer narrative:
The device ro 15 050 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. A surgery delay has been reported < 30 minutes.